Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on, therefore the reported issue was confirmed. The load cell 1 and load cell 2 were replaced to remedy the issue. Once completed, error message was able to be cleared and the autopulse passed the final functional testing with no issue or faults observed. Archive review showed there were numerous of faults ua07 (discrepancy between load 1 and load 2 too large) appeared on 02/08/2017. Visual inspection was performed and found platform battery lock was bent. Additionally, unrelated to the reported complaint, the platform ui membrane up/down keypad was replaced as it was defective. The pdb (power distribution board) was updated and once completed, the autopulse passed the final functional testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement was reported.